Manufacturer narrative:
Zoll has \received the autopulse battery in complaint for investigation. A supplemental report will be filed when the product is returned and investigation has been completed.

Event description:
As reported, the autopulse platform was deployed without issue using a fully charged autopulse lithium-ion battery. During patient use, the battery was inserted in the platform and performed 15 minutes of compression and stopped with a battery error message. Following this, another autopulse lithium-ion battery was inserted and the platform operated for approximately 3 minutes until the issue recurred. The crew immediately performed manual CPR and rescue pump on the patient until the patient achieved a return of spontaneous circulation. No impact or patient consequence was reported. Additional information from the customer stated that the platform was tested at the station following the event and no issue was found. The user stated that they are returning three autopulse lithium-ion batteries; however, they were unable to confirm the exact battery serial numbers used at the time of the event. This report references the third returning battery reported as sn (B)(4). The first inserted battery is represented as battery sn (B)(4) and is referenced under (MFR 3010617000-2017-00511), while the second inserted battery is represented as sn (B)(4) and is referenced under (MFR 3010617000-2017-00555).

Manufacturer narrative:
No issue was found during evaluation of the autopulse battery (sn (B)(4)) and archive data review. The battery was received with no physical damage and four green leds illuminated on the battery status indicator. The battery was functionally tested by inserting into a good known reference autopulse multi chemistry charger (mcc) and was able to successfully charge. After charging, the battery illuminated four steady green leds on the battery status indicator. The battery was also inserted in the autopulse platform and was subjected to a run-in test and passed without any issue observed. There was no non-conformance which could have attributed to the reported event. Review of the archive data revealed no errors. The battery was last successfully charged in the mcc and inserted in the platform on (B)(6) 2017. Historical complaints were reviewed for information related to the reported complaint and there was no previous history of complaint reported for the autopulse battery with serial number (B)(4).

Manufacturer narrative:
The battery has been received for investigation and a supplemental report will be filed when investigation has been completed. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, autopulse performed about 15 minutes of compression and stopped with a battery error message. Following this, another battery was inserted and the platform operated for approximately 3 minutes until the issue recurred. The crew immediately performed manual CPR and rescue pump on the patient until the patient achieved a return of spontaneous circulation (rosc). For a trained user, changing battery or changing from the autopulse to manual CPR can be made quickly, and is similar to the time necessary for rescuer rotation in the aha guideline. Because the conversion to manual CPR is quick and is always available, the patients' outcome is not negatively impacted by the transition when compared to standard of care manual CPR. Rosc was achieved after the combination of mechanical and manual CPR. No information was available on the patient's medical condition. However, the patient's death later in the evening was unrelated to the autopulse usage and was likely to be patient's underlying clinical condition

Event description:
Additional information received from the fire crew chief on (B)(6) 2017, stating that following the reported event, the fire crew immediately performed manual CPR and used the rescue pump on the patient until the patient achieved a return of spontaneous circulation (rosc). The patient was then transported to the hospital; however, died later that night. The patient outcome was unrelated to the device issue. No further information was provided.